Manufacturer narrative:
No button error alarm noted. The up arrow button did not respond due to corroded keypad trace. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 236 mg/dl. The customer noted that she had recently traveled from a very cold to very warm environment with the insulin pump. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.